Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels and required intervention by emergency medical services who arrived on the scene. The blood glucose reading was over 400 mg/dl, and the customer stated that the insulin pump had not been working. She treated with a manual injection of 9 units of insulin. She noted that one infusion set had a bent cannula and discontinued use of the insulin pump. The following day, the blood glucose reading was still at 500 mg/dl. No troubleshooting was performed at the time of the call, as the customer had been assisted by emergency medical services. She was advised to consult her doctor to obtain settings in order to program her insulin pump. Nothing further reported.